Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen ( 2000mcg/ml at 316.1 mcg/day) via an implanted infusion pump. It was reported that since the pump was implanted the patient had horrible constipation and was now in the hospital. The patient had not had a bowel movement since the implant. It was noted the patient had been hospitalized since saturday. It was noted the hospital had switched baclofen manufactures and was wondering if that could have caused the constipation.